Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a flow rate that was under where it should have been-out of range (in house calibration). There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had a flow rate was under where it should have been-out of range¿ was not confirmed/replicated. Three accuracy tests were performed, and the tests were within specification. Further investigation found that the lens was scratched, and the keypad overlay was worn out. Replaced the lens, lens seal, keypad overlay and rear label. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.